Event description:
Prior to the procedure, the scrub tested the stopcock for the 5-8mm cannula seals and found them to be loose enough to move without assistance. This is a known issue reported by other surgeons and staff that has caused loss of pneumo during robotic surgery. Items were removed and replaced with similar item. This defect includes 2 stopcocks with the same lot number.